Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up vvi mode. Corrupted code could not download due to low battery voltage. The product code could be downloaded with new battery, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.